Event description:
Underdelivery rptd. The pump was initially set up in the or with a carrier solution of normal saline on line a at 200 ml/hr. Aminocaproic acid was added via line b at 500 ml/hr. Fluid flow on line b seemed to be going slower than that on line a, so the user reprogrammed line a for 10 ml/hr with line b remaining at 500 ml/hr. The observed fluid flow did not appear to be correct for a rate of 500 ml/hr, so the aminocaproic acid was switched to line c. The flow was still not as expected, with the drip rate appearing to be less than anticipated. The pump was then switched out. There were no adverse effects to the pt.

Manufacturer narrative:
Testing confirmed underdelivery of -5.5% and -6.1% during long term testing. Passed short term delivery accuracy test. Unit failed for low range occlusion pressure test, 4.2 psi (specification 3.0 +/- 1.0 psi). Underdelivery and low occlusion caused by mechanical (piston height) adjustment.